Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons are harder to press as well as motor error alarm and random or unexplained no delivery alarms. Customer¿s blood glucose was unknown. Customer stated that the insulin pump had received battery threading stripped screen was bright and diminished battery life. Troubleshooting was not performed. Insulin pump will not be returned for analysis.